Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative upgraded the gpio board on a separate medtronic navigation system to allow compatibility with the imaging system, however there is no allegation of deficiency against the navigation system. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a case the imaging system was not communicating with the navigation system. The camera did not see the leds. There was no patient present when this issue was identified.

Manufacturer narrative:
The proactively replaced gpio board was returned to the manufacturer for evaluation. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.